Event description:
When the device was used during a laparoscopic exploratory liver biopsy, intraoperative liver sonography, right hemihepatectomy with cholecystectomy, cava seam procedure, the device cut but did not staple. The staples did not penetrate the vena cava and were found unformed at the surgical site. Consequently, the pt had blood loss of approximately 4 liters. The pt is recovering well and there is no other pt consequence.